Event description:
Patient had revision surgery of his right total hip replacement after only 5.5 years because of instability and fear of dislocation. This was right around the time of the announcement of the cocr femoral head recall by the manufacturer, stryker orthopaedics. The patient turned out to have an affected device but it was not known at the time so tests for metallosis were not done.